Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels over 500 mg/dl. The customer reported that the high blood glucose levels may have been due to increased physical activity and pulling out the infusion set. The customer also reported accidentally administering a 30 unit bolus. The insulin pump was not replaced or returned for analysis.